Event description:
On (B)(6) 2013 patient reported the up button on the infusion device will not work. Patient stated it is because the rubber is completely worn off and the base plate is completely worn off. Patient reported the failure is constant. Patient stated the buttons have not worked for a couple of months. Patient reported all of the other buttons on the infusion device function properly, only the up button will not work. Patient stated the up button does not work when pressed hard and the button is not flat; there is just no button left. Patient reported the button does not make an audible sound when pressed. Patient stated he had received the recall letter for the button issue. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons function were tested successful and comply with the specification. The up and down button do not give an audible feedback as a result of the contamination between the snap dome and button housing. History list: no history list was necessary for investigation. The problem mentioned by the customer is related to careless handling of the product.